Event description:
It was reported that the user experienced recurrent low blood glucose while using the ilet system, with review of available data indicating frequent pump pauses and subsequent user education that repeated pausing could lead to maladaptive insulin delivery; the user was scheduled for additional training to assess whether settings or use needed adjustment. Symptoms included hypoglycemia with a blood glucose level of 56 mg/dl. Outcomes included oral carbohydrate treatment. Investigation included a review of device use data and user troubleshooting and education. Investigation of this case revealed the cause of hypoglycemia was unclear, with user behavior of frequent pump pausing identified during review. It was concluded that no device malfunction was confirmed and that additional user training was warranted. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.